Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The reported device has been returned. Upon initial inspection the device was found to have worn out video connector latches, poor connection to the scope cable, and minor corrosion on rear panel. As these are known issues, further investigation was not necessary. A review of the device history record confirmed that there was no abnormality in manufacturing, concession, and variation. Based on the results of the legal manufacturer's investigation and the results of the local inspection, the reported e315 error could not be duplicated and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their event. Customer stated that they tried three different scopes and the e315 error code continued to show on the screen. They changed out the clv-190 and the error went away for the remainder of that day. However, the next day when they used another manufacturer's scope, the error returned. They removed the pigtail from the cv-190 and the error went away. Finally, the customer just changed out the cv-190 altogether. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was presenting an e315 scope error during preparation for a diagnostic procedure. According to the initial reporter, equipment from another room was used to complete the procedure with a slight delay. The initial reporter also confirmed that there was no patient harm from this event.